Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display was dim. The hardware options for the brightness level were checked and set to the maximum (10). It was identified that the cause was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went dim during step eight of the treatment summary. The screen brightness was checked and it was set to 10. The patient attempted to increase the brightness, however it stayed the same. The patient attempted to decrease the brightness, however it would go down but not above 10. The cycler was rebooted and the screen remained the same. At that point in time, the technical support representative stated that a replacement would be provided. The patient reported that they would use the cycler again for their treatment before the replacement arrived. This was the first time the patient used the cycler and was able to complete their treatment. The technical support represented advised the patient to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient confirmed that they did not miss any treatments. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.